Event description:
It was reported that after a da vinci-assisted extraperitoneal radical prostatectomy without lymphadenectomy procedure, the patient developed postoperative bleeding requiring emergency surgery. The initial procedure was uneventful, and the patient was transferred to the post-anesthesia care unit (pacu) and then moved to a standard room. However, shortly after admission to the hospital ward, the patient developed abdominal pain, syncope, and diaphoresis. The surgeon initiated intravenous fluid resuscitation and ordered diagnostic evaluation, including a complete blood count, creatinine, blood glucose, and a computed tomography (CT) scan. Approximately 1 l of blood loss was identified. The patient was taken emergently to the operating room for laparoscopic re-exploration, and hemostasis was achieved; the bleeding source was identified at the port sites (umbilical and lateral). The patient was transfused with 1 unit of red blood cells. The cause of the bleeding remains unknown, and the surgeon did not believe that the da vinci system, instruments, or accessories caused or contributed to the event. Hemostasis was achieved, although the method used was not specified, a blake drain was placed and the procedure was completed. The patient was discharged. Later that same day, the patient returned to the hospital with fatigue, fainting episodes, decreased appetite, abdominal pain, and difficulty passing stools. The medical record indicates anemia secondary to the reported blood loss. Progress notes state the patient is steadily improving and is no longer experiencing weakness or loss of appetite and has been able to pass stools, although significant pain persists. The plan is to discharge the patient.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.